Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on a 45-year-old male patient. The results provided were: on (B)(6) 2026 sid (B)(6) initial= 21.35 pmol/l /repeated=11.40 and 11.20 pmol/l. Laboratory reference range for ft4=9.01 to 19.05 pmol/l. There was no reported impact to patient management.